Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on pump screen. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.